Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl which was treated with manual injection. Customer states that no troubleshoot need to be done as she is just starting on the pump so it is error because she is learning it for the first time. Insulin pump will not be return for analysis.